Event description:
It was additionally reported that the patient was not symptomatic or injured.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarm issue could not be confirmed with the returned 14v battery clip (lot # 8488854, 1 of 2). The returned 14v battery clip was unremarkable. Functional testing of the returned product did not reveal any functional issue. The system operated solely on each test battery/battery clip with an expected power cable disconnect alarm when the test 14v battery was disconnected. A root cause of the reported low voltage alarm issue could not be determined through this evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. Low voltage advisory alarm. 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm. 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 3, powering the system, describes how to use both 14v battery and 14v battery clips. Heartmate 3 instructions for use rev a, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a low voltage advisory alarm. The battery clip was replaced. The patient was symptomatic or injured.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.